Manufacturer narrative:
Date of event: (B)(6) 2015. Date received by manufacturer: 06/16/2016. Conclusion / root cause: the reported complaint of error message vent inop 1012 was not duplicated. No fault was found on the returned moog blower assembly. This report is being submitted as part of the remediation for (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The field service engineer reported a vent inop condition; air valve liftoff failure. No patient involvement .